Event description:
It was reported to the manufacturer, by the end user, per the end user, that the rail support securing the lift dropped six inches but did keep the lift motor attached and secured to the rail. Bruising to the hip buttock area. In a chair and lowered back down to the chair. Bruising on the hip was from a prior injury, did hit her head on the chair and they performed a head CT which is negative. Room 317. Room is empty. Issue is structural. Complaint #: (B)(4) was entered into our system.

Manufacturer narrative:
This report or other information submitted by joerns healthcare under 21 cfr part 803, and release by FDA of that report information, does not reflect a conclusion or admission by joerns healthcare, its employees, its contract service firms, or their employees, finished device suppliers, or their employees caused or contributed to the reportable event.